Event description:
It was reported the patient had a headache and was relieved when lying down. There was no evidence of a wet tap during the trial. Follow-up revealed a failed trial and the patient will not consider a permanent implant.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.